Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mm x 2.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured in a nominal pressure for about 15 seconds. A vacuum was applied prior to the balloon protector removal, and the mandrel was removed first. The device was kept under vacuum prior to introduction into the patient. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient condition was stable after the procedure.